Manufacturer narrative:
Additonal data: b5- the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -5.0/4.5/046 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 the lens was repositioned and rotated but the problem was not resolved. On (B)(6) 2023 the lens was exchanged with a shorter length lens and the problem was resolved. Status of the eye: "all fine! Patient is happy". The reporter indicated the cause of the event is unknown. H6- health effect - impact code: "2199" should be removed and "4629" and "4628" should be added. H6-medical device problem code: "3189" should be removed and "2923" should be added. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). Excessive vault was observed.